Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. Replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. On (B)(6) 2016, the customer stated that cartridges from another box were used and no additional occlusions were received. The customer also stated that the cartridges were prefilled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove and inspect the cannula. Upon changing the cartridge, the customer received an inaccurate fill estimate. The customer declined to troubleshoot the inaccurate fill estimate. Reportedly, the customer was using novolin r insulin in the cartridge. The customer's blood glucose (bg) level was 299 mg/dl and insulin injections were used to address the bg level.